Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01154.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using a lantern delivery microcatheter (lantern) and pod packing coils (pod pcs). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted a pod pc in the target location. While attempting to advance the next pod pc through its introducer sheath, the physician encountered resistance and reported that the coil would not advance through the proximal end of the lantern. Therefore, the pod pc was removed and set aside. Next, the same issue occurred with another pod pc of the same size. Therefore, this pod pc was also removed and set aside. The lantern was then replaced with a non-penumbra microcatheter and the same pod pcs were re-advanced. One pod pc was successfully implanted in the target location. However, resistance was encountered while advancing the second pod pc and it was reported that the coil would not advance past the middle of the microcatheter. Therefore, this pod pc was removed and was no longer used in the procedure. The procedure was completed using a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.